Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfunction. During the investigation the pump under infused at a rate that mmdg considers reportable. Restricted roller movement caused the under infusion. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was had a bubbled face place and was receiving error coes 99 and 12. They stated that this occurred during testing and provided no other information. The information the provided did not indicate that the pump was infusing at a volumetric rate that mmdg would consider reportable. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).